Manufacturer narrative:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided determined that this device was manufactured by cook inc. With the submission of this follow up report, william cook europe informs that this complaint has been transferred from william cook europe to cook inc.

Event description:
Patient received an implant via the right common femoral vein due to deep vein thrombosis and pulmonary embolism (dvt/pe). Patient is alleging tilt, vena cava perforation, deep vein thrombosis (dvt), embedment, failed removal. Patient further alleges bipolar disorder and post traumatic stress disorder (ptsd). Per retrieval report, (B)(6) 2016: successful removal of infrarenal ivc filter, including penetrating filter leg, after approximately 1.5 years dwell time without immediate prost-procedure complication. Per CT, (B)(6) 2017: ivc filter is present and one of the tines of the ivc filter is seen protruding beyond the ivc posteriorly with tip abutting the right renal hilium. Per CT, (B)(6) 2016:: ivc filter is in place slightly tilted towards the midline. Per retrieval report (B)(6) 2016: patient single ivc. Unsuccessful filter retrieval with cranial deflection of a single strut. An ivc filter was seen in place with its apex tilted to the left. Per CT, (B)(6) 2016: stable metallic inferior vena cava filter. The distal tip lies in the inferior vena cava lumen inferior to the level of the left renal vein. And at the level of the right renal vein. Re demonstrated is a metallic strut in a extraluminal location extending to the region of the right renal hilum.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Patient code(s): appropriate term/code not available (3191) -device perforation. Device code(s): appropriate term/code not available (3191) -device tilt. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook gunther tulip filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.